Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However, the device was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. The rewind functioned properly during testing. The device had minor scratched lcd window and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer mother reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 270 mg/dl. The customer mother stated that she is now stuck and can't get out of the error. The customer mother stated that the customer is disconnected from the insulin pump. The customer was advised after the troubleshooting performed to revert to back up plan and insulin pump will be replaced.